Event description:
The pt underwent an mr examination; afterwards the inside of both thighs were red and swollen and after 1 week the hospital was notified the burn had progressed into a 2nd degree blister. No further details known.

Manufacturer narrative:
(B)(4). Eval (method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.